Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine device change out procedure. Upon device interrogation, it was noted that the patient had an alert for out of range pacing lead impedance. It was noted that the right ventricular lead had one measurement of low impedance on (B)(6) 2016. All the measurements before and after the event were within range. The lead tested within range through the pacemaker system analyzer during device change out. The lead remained implanted and the patient would continue to be monitored. No patient symptoms were reported.